Event description:
Consumer states that the part that holds the front riggings on has broken. States that he has cut his leg and has a big sore on his leg from the injury. Any further information received will be reported in a supplemental report.

Manufacturer narrative:
The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consume's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. In speaking with the end user it was learned he had sought ongoing medical attention for an unspecified leg wound. It was reported it is an open sore that drains and the chair damage reopens the wound. He stated the brace that holds the leg lift is broken and needs to be fixed so this won't continue. The end user was referred to local providers to further evaluate his manual wheelchair and correct this issue.